Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Pump settings: res vol 59.3 ml, rate 1.5 ml/hr, given 9.35 ml. It is unknown if air in line was noted. The patient was not affected.